Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a radio frequency failed self-test during normal use. The customer¿s blood glucose level was 154 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty radio frequency board. The insulin pump passed prime test, excessive no delivery test and unexpected restart error test. We were unable to perform displacement test, basic occlusion test and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, corroded battery tube and minor scratches on display window noted.